Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the report: upon preparation for surgery, a pin of the instrument was broken and could not be attached. The device was not used on the pt. Another device was used to continue.